Event description:
Follow up with the physician found that the increased seizure frequency was related to the lead needing replacing. The vns lead and battery were replaced as intervention. The patient does not have multiple seizure types. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizure freqeuncy.

Event description:
On (B)(6) 2013, it was reported that the patient was seen in the office that day and was found to have high impedance. The patient was last seen in (B)(6) 2013 and had ok diagnostics with a dcdc of 2 at that time. The patient's mother reports that the patient's seizures have increased in the last several months. It was confirmed that they have increased above pre-vns baseline levels. Per the patient's mother, the last seizure was violent and the patient hit his head and was bruised afterward. There were no other reports of trauma. Clinic notes dated (B)(6) 2013 were received which indicate the patient was seizure free at the time. The date of the last seizure was unknown. The device manufacturing records for the generator and lead were reviewed and it was confirmed that the device passed all functional tests prior to distribution. Follow up found that the patient had replacement surgery on (B)(6) 2013. However, after replacing the generator, diagnostics showed no high lead impedance, with an impedance value of about 3400 ohms. As such, the surgeon elected not to replace the patient's lead. The patient went back to the neurologist to have the device turned on after surgery; however, high impedance was once again observed. The patient's device was temporarily disabled until the high impedance is resolved. Attempts have been made for additional information; however, no additional information has been received.

Event description:
The explanting facility does not returned explanted products for return; therefore, the explanted lead will not be returned for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
The patient had lead revision surgery on (B)(6) 2013.